Event description:
Reporting status: serious injury/med intervention. Reporting rationale: dissection/med intervention. Device issue: none. It was reported via a journal article that a type a dissection occurred, and was treated, and resolved after stent placement. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the intructions for use, is a known adverse event associated with coronary dilatation.